Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) migration. The clinical diagnosis was discomfort due to stimulator. Interventions included repositioning the ins. The event resulted in an unscheduled clinic or office visit. Diagnostics included an examination and the results were that the stimulator gave the patient discomfort because it was moving. The etiology was reported as related to the device or therapy and not related to the implant procedure. The patient came for follow up and complained because the stimulator move in front on verticalization and the doctor decided to reposition it on (B)(6) 2017. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. The date the ins was repositioned was updated back to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was repositioned on (B)(6)2018.